Event description:
The account reported a falsely elevated architect cyclosporine result of 823 ng/ml on (B)(6) 2010. Due to the elevated result, the physician withheld the patient's cyclosporine dose with no adverse effects. The next day, the patient tested architect cyclosporine of <30 ng/ml. The specimen from (B)(6) 2010 was retrieved from storage and retested with architect cyclosporine of 71 ng/ml and 74 ng/ml. Previous cyclosporine results were 40 ng/ml (B)(6) 2010 and 50 ng/ml (B)(6) 2010 prior to hospital admittance for malnutrition. No additional impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). The investigation determined that this product is performing as intended and meeting safety, effectiveness and label claims. To investigate the customer concern, a review of customer complaints received to-date to determine if others experienced the issue encountered at the customer facility was performed. The review of this data did not identify any problematic complaint activity that would indicate this product is performing contrary to its claims. In addition, the investigation team evaluated the performance of the assay using reagent lot 91391m500. Two levels of an internal cyclosporine panel made from whole blood patient specimens were tested. Since each level is targeted to a known concentration, it was utilized as representative of patient specimens. The results were within specifications. This demonstrates that the assay can accurately detect known concentrations of cyclosporine.